Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient woke up this morning and right leg went numb for a minute, and now had a tingling feeling. It felt like a sharp knife of stabbing pain up the spine all day. Patient tried shutting off the device and they still felt it. They had motor vehicle accident two weeks ago. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.